Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-45, lot# v597862, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v583006, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that he lost stimulation in his legs over time. The patient did not know when it occurred or what event lead to the loss of stimulation. An impedance check showed that electrodes 8-15 were greater than 10000. The lead was explanted and replaced and the issue was resolved at the time of the report. The indication for use was failed back surgery syndrome. If additional information is received a follow-up report will be sent.